Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis exhibited indentations on side where the cable crimp is located. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument was loose at the wrist. The planned surgical procedure was completed and there was no report that any fragment(s) from the instrument fell into the patient and there was no patient harm reported.